Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. An inoperable implant due to not charging the device was reported to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2016 wherein the ipg was explanted and replaced to address the issue.